Manufacturer narrative:
The 72204399 screw biosure regenesorb 8mm x 25mm intended for use in treatment has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed. The information provided states: ¿during the acl repair procedure, the surgeon used the wrong screwdriver for the 8mmx25mm: therefore, it broke in two parts¿. Root cause included use of wrong accessory. Additional factors that could have contributed to the reported event include: excessive force applied during insertion. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, DHR, complaint history, instructions for use, risk management, clinical/mi results, material assessment and technique guides (as applicable). No indication suggests product did not meet specifications upon release for distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the acl repair procedure, the surgeon used the wrong screwdriver for the 8mmx25mm: therefore, the regenesorb anchor broke in two parts. A backup device was available to complete the procedure with no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.